Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4.

Event description:
Healthcare professional reported a left side deflation. The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified some creases fold, a wear abrasion, a curved opening on the anterior and yellow particles inner device. A leak test and microscopic analysis was performed which identified an crease sharp opening on the anterior and a delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening a delamination total of the plug strap disk shell (cohesive failure).

Event description:
Healthcare professional reported left side deflation. Device has been explanted.